Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to bleeding at the sensor site. The customer stated that when she removed the sensor, the site began to bleed. The customer applied pressure to the site, but she continued to bleed for forty minutes. At that point, she called paramedics for assistance. The customer stated that she was not taking any blood thinners and that she had never experienced excessive bleeding at the site previously. Nothing further was reported.